Manufacturer narrative:
The lead was capped and surgically abandoned. A new lead was successfully implanted. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise on the rate/sense channel. The noise was oversensed which resulted in inappropriate shocks and pacing inhibition. It was reported that the patient experienced dizziness. The patient was admitted to the hospital until a lead replacement could be performed. An invasive procedure was performed to replace the lead. An abrupt bend in the lead was noted when the lead was removed from the device header.